Event description:
It was reported that the ventilator shut down while connected to a patient. The patient was placed on another ventilator. No patient harm reported. It is unknown if the ventilator alarmed when the reported problem occurred.